Manufacturer narrative:
A sample was returned to manufacturing for investigation and photos provided. Four pictures were attached and reviewed. Picture one shows a cassette product from part number 21-7302-24. Picture two shows the front view of the cassette product. Picture three shows the ay bag neck section from a flow stop cassette model. Picture four shows the top view of a cassette product. One sample was received consist in one cassette product from part number 21-7302-24. The sample was received in after used conditions, decontaminated and inside in a plastic bag. The sample was visually inspected at a distance under normal conditions of illumination to detect sample conditions that could cause functional issues. Sample received doesn?t present any damaged, kink or cut. First pump: sample was connected to a pump and no alarms were activated. Second pump: sample was connected to a second pump and no alarms were activated. Failure mode could not be duplicated by functional testing, complaint is not confirmed. Cassette bag loading operation these are the current mitigations implemented in the process to prevent delivery issues: cassette leak testing, capping production performs a 100 percent in process inspection, to verify for occlusions, kinked tubing, components damaged, verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Cassette in process testing procedure production performs an accuracy test following the accuracy test procedure; takes a sample of 3 parts at shift start-up, the beginning of every job; at least every 5 hours. Quality procedure for cassette regular, cassette enteral and cassette 250 ml, quality takes a sample of 15 units at an interval of 2 hours approximately, prior to placing product in bag to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification.

Event description:
It was reported that the pump alarmed 'no disposable, pump won't run.' No additional information available. No patient injury reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.